Event description:
Valve sutured into place, leaflet broke off valve with extra stitch. Valve fell apart in pt. Dr searched for pieces with fiberoptic light and massive irrigation. One piece of leaflet still missing.